Event description:
It was reported that fourteen hours after a contrast enhanced CT scan, the patient underwent a carotid angiogram. An angio-seal was deployed in the right femoral arteriotomy. Later (date unknown), the patient had a pet scan at a different hospital than the one where the angio-seal was deployed. A blood clot was suspected to be at the arteriotomy site. An ultrasound was done to further evaluate the area. The patient stated that something was seen clinging to the artery. A MRI with contrast was also performed. The leg pulses and blood flow were evaluated and found to be normal. The patient was placed on a blood thinner medication (type and dose unknown). The staff at the hospital seemed unfamiliar with the angio-seal and the patient was concerned that the material clinging to the artery was the angio-seal. The patient will follow up with the physicians. Attempts to gather additional information about this event have been unsuccessful.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal instructions for use (IFU) state based on clinical experience, thrombosis at the puncture site is a risk or situation associated with the use of the angio-seal device or vascular access procedures, if thrombus at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this event may include thrombolysis, percutaneous thrombectomy, or surgical intervention. The angio-seal device patient's information guide, which the patient is instructed to carry with them for 90 days state; some bruising or discomfort is common during the healing process after intravascular procedures; however, if any of the following symptoms are experienced the patient is to contact their physician immediately at the number listed on their patient information card; fever, bleeding, persistent tenderness in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage, or any other unusual symptoms.